Manufacturer narrative:
The lead was returned for infection. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with procedural damage.

Manufacturer narrative:
Correction: h6.

Event description:
Related manufacturer's reference number: 2017865-2021-24316. Related manufacturer's reference number: 2017865-2021-24317. It was reported the patient presented in the hospital. The patient had a pacemaker pocket infection that had ruptured. The patient's pacemaker, right ventricular lead and right atrial were explanted. The patient was in stable condition.